Manufacturer narrative:
The subject device has not been returned to omsc but was sent to third party laboratory for repair service. The third party laboratory found that there were a leakage from the instrument channel and unable to left/right angulation, during the incoming inspection of the device. However, omsc confirmed the report from the third party laboratory and could not found the defect of the subject device caused the patient's perforation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There is the possibility of this phenomenon has been caused by a cause other than the subject device. Omsc stated the appropriate handling of the devices in the instruction manual of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that perforation were occurred on the patient during a colonoscopy using the subject device. Other detailed information such as the patient outcome was not provided.